Event description:
Ous MDR - after an implantation period of about 3 years it was reported that the patient fell on her wrist, followed by a sudden increase in the shock impedance a few days after the fall. Upon explant of the lead it was observed by the physician that the rv high voltage cable was found to be broken. Apart from the details of the incident description, no further adverse patient side effects have been reported. The implant, event and explant dates were not reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis and its performance was scrutinized. The analysis of the lead demonstrated multiple signs of wear. In particular, in the region of the tricuspid valve the insulation was found rubbed through. A conductor fracture of the conductor wire to the rv shock coil occurred in this area due to excessive friction from the outside. These damages can be considered as the root cause for the observed high shock impedance issue as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.